Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-00681. It was reported the pt (B)(6) was experiencing issues increasing the amplitude for his stimulation. Efforts to resolve this matter via reprogramming were unsuccessful. In addition, the pt reported difficulty recharging the ipg. Surgical intervention was undertaken to address the problems. Intraoperative testing found impedance issues. During the procedure, the physician replaced the ipg; however, the impedance issues remained. The pt's lead was then explanted and replaced. Effective stimulation was recaptured for the pt following the surgery. The lead was damaged during explant and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.